Event description:
The complainant reported that an impella cp pump was implanted to support a patient with acute myocardial infarction and cardiogenic shock. After insertion, the placement signal was lost. Despite this, the pump remained operational until weaning and explantation. No patient harm was reported.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. No product was returned for evaluation. The logs from beginning of case show a sudden drop in signal not reliable and a spike in placement signal to 3000 for the rest of the case. Clinical details noted that motor current was unaffected after placement signal was lost. The root cause of optical signal issue is most likely due to a broken fiber. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.